Manufacturer narrative:
The customer¿s report of free flow was confirmed. Physical inspection of the device noted the instrument seal not intact. The bezel was observed to be a 3rd party part (mainstream medical parts). Log analysis was deemed unnecessary because the reported incident happened prior to use on patient. The device was not able to be tested as received with the membrane frame not installed correctly. Pump module continuously free flowed. Functional testing performed found the device delivering fluid out of specification (under-infusing) with a properly installed membrane frame prior to calibration of the pump module. Function testing performed post calibration of the device with a properly installed membrane frame to be delivering fluid within specification. The root cause of the customer¿s report of free flow was due to a 3rd party bezel in combination with an older style bd membrane frame.

Event description:
It was reported that the device "consistently" went into free flow during set up. The user witnessed the free flow event multiple times prior to use on a patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that prior to patient use during set up, when the tubing was inserted into the pump the user witnessed a free flow.